Manufacturer narrative:
A review of the device history record did not find any design or manufacturing related defects. The parts have not been returned to alm ortho for further investigation. The cause is unknown at this time.

Event description:
On (B)(6) 2026 the company received notification from the surgeon that a patient experienced a device failure. The patient was performing a routine activity, specifically turning around while operating a leaf blower. The shaft of the transfemoral bone anchored implant fractured at its base resulting in separation of the implant from the distal portion. The device was explanted on (B)(6) 2026.